Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329 (lot: 0012642933); product type: 0195-heart valves. Section d references the main component of the system. Other medical products in use during the event include: brand name: evolut fx dcs; product ID: d-evolutfx-2329 (lot: 0012648576); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, as the delivery catheter system crossed the aortic valve, atrio-ventricular (av) block was observed. Subsequently, the valve was implanted in the patient. The patient's heart rate returned to sinus rhythm following the procedure.

Manufacturer narrative:
Updated: b2, b5, d3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, as the delivery catheter system crossed the aortic valve, atrio-ventricular (av) block was observed. Subsequently, the valve was implanted in the patient. The patient's heart rate returned to sinus rhythm following the procedure. Additional information was received indicating that the patient left the room with a temporary pacemaker in place. Additional information was received that the av block was third-degree.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, as the delivery catheter system crossed the aortic valve, atrio-ventricular (av) block was observed. Subsequently, the valve was implanted in the patient. The patient's heart rate returned to sinus rhythm following the procedure. Additional information was received indicating that the patient left the room with a temporary pacemaker in place.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.